Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an occlusion error that would not clear. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an occlusion error was not reproduced. A review of the event history log revealed 'upstream occlusion' but were not determined if the alarm were true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device passed the upstream occlusion testing. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, an occlusion error was not reproduced. A review of the event history log revealed 'downstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be an out of specification downstream sensor. The force sensor requires replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.